Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for epilepsy. It was reported that the caller attempted to read the ins with the clinician programmer, 8840, and recharger. The last charge is unknown. The recharger appears scratched up and the connector pin seemed to be forced into the recharger. White arrows are opposite of each other while plugged in. Green light is present on desktop charger. Caller is reporting that they are unable to charge and they can't communicate with any other devices. Caller further states that the ins may have moved medially and appears to be deeper than normal. The ins recharger (insr) has a blank screen and won't recharge. Additional information was received from the rep stated that the patient is likely in an overdischarge as the patient met with their physician and they couldn't interrogate the ins with tablet or 8840. Caller states they were called to provide patient education so issues were first noticed today. Caller states white arrow is on back side and it looks like pin was broken and put back in backwards. Caller stated they tried plugging in cord both ways and neither way works (green light is on but nothing is coming up on insr). Caller believed patient hasn't been getting therapy for awhile. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies to the event because it was confirmed that the patient's device/neurostimulator did not migrate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicating the patient did not remember when their ins stopped working. Rep was sent to the patient's nursing home to teach staff about recharging, the rep found the recharger was broken and contacted the manufacturer to order a replacement. The rep attempted to interrogate the patient's device with the clinician tablet as well as the clinician programmer and received no communication from the device. The replacement recharger was delivered and the patient set an appointment with the doctor for this morning, july 24th. The patient will undergo the physician recharge mode to discover if the ins was in over discharge mode. The patient was leaned over in their chair and the ins appeared to be migrating, but upon further assessment the ins had not migrated and the physician stated that they were ok with its location. On july 25th, the rep reported that the patient was seen in the doctor's office. The physician recharge mode was performed and the ins was found to be in over discharge mode, and this was the second over discharge. The patient and the caregiver were informed that an ins replacement would be necessary if over discharge occurred a third time. The patient and the caregiver were informed to continue to charge until a full charge was achieved on the ins. The nursing staff at the patient's skilled nursing facility was given an in service and return demonstrations took place on recharging to ensure proper management of the patient therapy. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the physician was doing a prm and they can't get countdown to start after several attempts. It was reviewed how to start prm and button presses. Caller asked what happens if the clock won't start and it was reviewed that the potential of replacing the ins recharger.